Event description:
As part of a trial, rptr believes they have identified a systematic problem with certain models of a sensormedics metabolic cart which seem to be consistently producing low oxygen consumption (vo2) readings and as you know, this can have a dramatic influence on the care pathway for pts with advanced heart failure. Rptr has had a preliminary meeting with the co and is now in the process of sending them a formal notification of the potential problem. However, due to the gravity and widespread nature of the problem they also feel that they have a responsibility to notify the FDA device office immediately as the problem is being sorted out. Rptr now has a formal draft of the notification letter and some validation data which support the fact that there is likely a systematic device malfunction.